Event description:
Upon delivery to the pda, the device did not coil up as it normally does. The coil was held in this position for awhile, then deployed. The coil floated out into the pulmonary artery system. The physician retrieved the coil and another was subsequently placed without difficulty.